Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one round of inappropriate anti-tachycardia pacing (atp) and two inappropriate electric shocks due to an atrial arrythmia. This device remains in service. No adverse patient effects were reported.